Event description:
Pt was on fall precautions due to safety concerns including altered mental status and history of falls. Pt was able to unzip the enclosure of the posey bed, get out of the bed and fall. After the fall the pt was assessed by a physician and found to be in stable condition. The pt had an increased frequency of assessments by the nursing staff. The pt was not injured by this fall. It was discovered upon inspection of the bed that there was a lock missing from the bed which would have kept this from occurring. Called report to the MFR posey company: RMA # (B)(4).